Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the sales distributor, an explantation surgery was done due to the user's poor physical health after the surgery. On (B)(6) 2023 the user had a headache and fever and was diagnosed with bacterial meningitis. On (B)(6) 2023 the device was explanted. There is no product deficiency being alleged.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. No device malfunction is suspected, which is expected as explantation took place due to post-operative bacterial meningitis in the setting of incomplete partition type 3 and csf gusher during implant surgery. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
On (B)(6) 2023 the user had a headache and fever and was diagnosed with bacterial meningitis. There is no product deficiency being alleged. Gushers were reported at implantation surgery. On (B)(6) 2023 the device was explanted. No episode of meningitis occurred in the past. The user was hospitalized until the (B)(6) 2023. According to the derf, the skin infection was found at explantation surgery. Now the infection and skin wound is cured. Reportedly the user has completely recovered.